Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer was "leaking from spout". No adverse effects were reported.

Manufacturer narrative:
Additional information was received indicating that the leak occurred to the front and bottom left corner of the unit. The leak was noted during testing with no patient involvement on march 25th, 2019. One hotline blood and fluid warmer was returned for analysis. Upon visual inspection paint chippings on the enclosure and front cover along with cracks along the outside of the reservoir cover. The tank was filled with water, plugged in line cord and powered on; leaking observed from reservoir tank cover. Based on the evidence, the complaint was confirmed. The root cause was found to be due to user interface.